Event description:
(B)(4). Since placement to essure in (B)(6), I felt twinges where my fallopian tubes are. At the beginning of (B)(6), the twinges turned into pains, uterine pain, lower back pain, cramping, headaches, and bloating. My auto-immune disorder has been flaring up almost daily now (before essure I didn't have many flair ups).